Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed to plug the wall adapter into a working outlet but mentioned that the issue was no longer occurring and would call back if the problem persisted.